Event description:
On 12/8/95 MFR's infusion pump was implanted in rptr's body. Before the procedure started her dr and MFR's rep had a long discussion about her body size and how thin she was. She is a size 3, 105 lbs. When she awoke from surgery she realized the pump had been implanted mid-body below her navel. Her husband and she were under the impression that the pump would be to the right or left side of her body. Upon questioning the dr about this, he explained the rep had suggested that this was the only site the pump would comfortably fit her body. From 12/8/95 until 2/18/96, the pain caused from the pump and the catheter in her spine caused what could only be described as agony. The pump site and the catheter site were painful to the touch of anything, including clothing. The pump was so noticeable that loose-fitting clothes could not hide it, but a MFR's brochure stated otherwise. About 2 weeks after the implant, the pump started beeping. Her dr could not be reached immediately so her husband called MFR's 800 number. The customer rep explained that it was a low reservoir warning signal. Her husband then asked about the pain from the pump and how far out the pump protruded from her abdomen. The rep told him the pain would probably go away in a few more weeks. When she found out rptr was a size 3, she told rptr's husband that they had some problems with the pump in small people, that a smaller pump was in development to correct this problem and that the small pump would probably be approved in about 6 mos. Rptr believes the MFR purposely hid this pump size problem from her and should have informed her and her husband of this.